Manufacturer narrative:
A spacelabs field service engineer was dispatched to the site for further investigation and the device was rebooted. The device passed all tests and was returned to patient service. During the described failed state, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing reports of similar issues as requested by the FDA letter dated (B)(6) 2017.

Event description:
Spacelabs received a report that on (B)(6) 2018, the arkon experienced a failed state during use. No injury was reported as a result of this event.